Event description:
It was reported that the patient experienced ineffective therapy. CT imaging revealed one lead had migrated and one lead had fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.